Event description:
Caller reported experiencing a continuous glucose monitor (cgm) error labeled as error 42. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance for a complete pump reset and assisted the caller through the process, after which the error did not recur, and the caller successfully started a new sensor session.